Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The device is not indicated for use in pediatric patients. The patient also reported insertion in the love-handle. The device is not indicated for insertion in love handle. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.